Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-apr-20 reporting that the issue had not been resolved and the cause was not determined. Contradicting information was received noting that the issue was resolved. The current issue was that the stimulation was turned down too low. Impedance checks were done and the patient was re-educated. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the issue seemed to be intermittent or random so they wouldn¿t consider the issue to be resolved at this time. The patient¿s weight at the time of the report was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and patient regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the hcp was working with the patient. They initially stated that the patient was not feeling stimulation and the system wasn¿t working. However, the hcp wasn¿t able to say whether there was a problem with the controller or the ins (implant). The caller was saying that when they were on the screen to choose stimulation on or stimulation off that they would select stimulation on, but the screen wouldn¿t change or respond. The caller did say that the ins had been charged. Once the patient was available the caller used the controller to communicate with the ins. The ins was showing 90 percent charged. The agent had the caller press stimulation on/off button in the controller and the stimulation was showing on. The caller selected on again, but he patient was still not feeling stimulation. The controller appeared to be functioning as designed even though the caller made a complaint about the controller function. The caller also mentioned that the patient had, had a similar issue with the stimulation on (B)(6) 2019 and a manufacturer representative (rep) had helped the patient with this issue. It was indicated that the controller showed that stimulation was on. Caller selected to turn stimulation on, though it was unclear if stimulation was on or off at the start of the controller session. The patient also mentioned that they usually feel their stimulation and they hadn¿t been feeling anything for the past two to three weeks. The patient was unable to respond clearly whether they were getting pain relief or not. The patient didn¿t have any other programs to try and didn¿t have the ability to change their settings. The patient had not had any traumas or falls related to this issue. The patient and hcp were directed to see the managing medical doctor to have their system checked out. It was indicated that the patient¿s first loss of stimulation occurrence was on (B)(6) 2019 and then the similar issue occurred again within the last two to three weeks ((B)(6) 2019). The issue of the patient having difficulties turning stimulation on occurred on (B)(6) 2019. No further complications were reported/anticipated.